Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism. (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that prior to implant both leads were tested. With both leads, the helix popped out and then it was not possible to retract it. The leads were not used and a new lead was implanted. No patient complications have been reported as a result of this event.